Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the power button was not working and powers on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to try a new battery and call back if this did not resolve the issue. The customer called back and the rse then advised the customer to replace the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the parts ID for the ui pcba. The customer ordered and replaced the ui pcba. The customer replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1104 ((post) check vent: backup alarm failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer replaced the cpu pcb due to error code 1104 ((post) check vent: backup alarm failed). The customer requested, and was provided with the cpu option codes to reprogram cpu.